Manufacturer narrative:
The lead was returned and detailed analysis is pending.

Manufacturer narrative:
The lead underwent detailed analysis in our post market quality assurance laboratory. The lead passed electrical testing, but had failed the stylet insertion test due to dried blood in the lumen. Analysis could not confirm the allegation of lead dislodgement.

Manufacturer narrative:
A return request was made for the lead. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this left ventricular lead became dislodged. As a result the lead was explanted and successfully replaced. No adverse patient effects were reported.

Event description:
It was later reported that this lead also had exhibited high thresholds.